Event description:
04/17/2025 12:30 pm (gmt-4:00) added by (B)(6) ((B)(4)): this notification is being reviewed due to a user of dreamstation adv auto CPAP stating that device got hot and produce burning smell. Device had power but no light. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Reportable since device issue/event has or may have caused or contributed to a death. This complaint is included in the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.

Manufacturer narrative:
This report is being submitted to correct the previously reported event. It was previously reported that the manufacturer received information that a dreamstation 2 CPAP device got hot and produced a burning smell. The device had power but no light. There was no reported patient harm or medical intervention. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.

Event description:
This report is being submitted to correct the previously reported event.